Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 80-271 mg/dl. Reportedly, customer was using fiasp insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer disconnected the infusion tubing from the site and saw drops during a bolus indicating that the pump, cartridge, and infusion tubing were functioning as intended. The customer reconnected the tubing to site and completed a bolus successfully. The customer continued to use the pump for insulin therapy.